Event description:
Customer reportedly received results of 257 mg/dl and 121 mg/dl within 10 minutes on the aviva system. No high blood symptoms reported with these results. No action was taken based on the device results. The customer did not provide the location where the discrepant results were obtained. L1 control was run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.